Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported a broken fan filter. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: 14jul2020 b4: (B)(4)2020 the customer troubleshot with technical support over the phone and stated that they had lost the fan filter. The customer ordered a new fan filter from the dealer to address the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.